Event description:
It was reported, the pt's system was allegedly non-functional and subsequently explanted on (B)(6) 2013. It was reported the pt passed away on (B)(6) 2013 due to unrelated issues.

Manufacturer narrative:
This ipg serial number was included ina field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.